Event description:
The patient received two leads (from the same lot) in the occipital region (off-label). It was reported the patient developed a (B)(6) infection at her lead incision site. The physician consequently removed the patient's entire system. It was reported the patient was treated with oral antibiotics. Follow-up on the patient found the infection resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.